Manufacturer narrative:
Product analysis: at analysis it was noted that the touchscreen was damaged and would not select consistently and it was therefore replaced. Reconfigured, reloaded and updated software. Device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without accompanying information, and subsequently tested out-of-specification during incoming inspection. The programmer was forwarded for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.